Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufactured and expiration dates are unknown. (B)(4) - the reported event of clip failed to release from delivery catheter. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 18, 2010 that a resolution clip device was used to treat a post-polypectomy bleed in the colon during a polypectomy procedure on (B)(6) 2010. According to the complainant, during the procedure, a polypectomy was performed and the physician tried to use a resolution clip on the post-polypectomy site. After the clip was deployed onto the tissue, the complainant reported that it would not release from the delivery catheter. After numerous failed attempts to try and release the clip from the catheter, the clip was removed from the mucosa and had caused a small tear. The tear in the tissue exacerbated the bleed. The physician removed the entire clipping device from the patient and another resolution clip was used to complete the procedure successfully. The patient was reported to be in stable condition at conclusion of the procedure.

Manufacturer narrative:
The complainant indicated that the suspect device was disposed; therefore, a failure analysis could not be completed. Based on the details of the complaint, it is probable that the failure of the clip to release from the catheter was due to anatomical or procedural factors encountered during the procedure. The most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for lot #10081707c2. A labeling review was performed and the information reasonably suggests that the clinical event is anticipated in nature and severity and that the device was used in accordance with the device labeling.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used to treat a post-polypectomy bleed in the colon during a polypectomy procedure on (B)(6), 2010. According to the complainant, during the procedure, a polypectomy was performed and the physician tried to use a resolution clip on the post-polypectomy site. After the clip was deployed onto the tissue, the complainant reported that it would not release from the delivery catheter. After numerous failed attempts to try and release the clip from the catheter, the clip was removed from the mucosa and had caused a small tear. The tear in the tissue exacerbated the bleed. The physician removed the entire clipping device from the patient and another resolution clip was used to complete the procedure successfully. The patient was reported to be in stable condition at conclusion of the procedure.